Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/ one of the coils had moved"), device breakage ("they were unable to find where one of the coils had broken off/ one of the coils had moved or was broken."), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and uterine dilation and curettage. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, ovarian cyst, postpartum depression and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), migraine ("migraines") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils, lysis of adhesions, hysteroscopy.), surgery (bilateral salpingectomy, removal of essure coils, lysis of adhesions, hysteroscopy.) And surgery (bilateral salpingectomy, removal of essure coils, lysis of adhesions, hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pelvic pain, genital haemorrhage, fatigue, abdominal distension, alopecia, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, constipation, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: no injuries or symptoms were decreased or resolved following essure removal. Current weight: 163 lbs. The 1st essure coil was placed on the left, standard procedure was used for placing the coil; however, did have a significantly difficult time visualizing the gold band when deploying the device. Right side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received.-lot number was added. Events added: device breakage,device dislocation,abnormal bleeding (vaginal, menorrhagia, general), dysmenorrhea, dyspareunia, constipation, migraines, lower abdomen pain. Concomitant conditions, historical drug, historical conditions,reporter's information and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("they were unable to find where one of the coils had broken off/ one of the coils had moved or was broken."), device dislocation ("migration of essure device/ one of the coils had moved"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage and uterine dilation and curettage. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, ovarian cyst, postpartum depression and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), migraine ("migraines") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils, lysis of adhesions, hysteroscopy.), surgery (bilateral salpingectomy, removal of essure coils, lysis of adhesions, hysteroscopy.) And surgery (bilateral salpingectomy, removal of essure coils, lysis of adhesions, hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, fatigue, abdominal distension, alopecia, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, constipation, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: no injuries or symptoms were decreased or resolved following essure removal. Current weight: 163 lbs. The 1st essure coil was placed on the left, standard procedure was used for placing the coil; however, did have a significantly difficult time visualizing the gold band when deploying the device. Right side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they were unable to find where one of the coils had broken off/ one of the coils had moved or was broken.'), device dislocation ('migration of essure device/ one of the coils had moved'), fallopian tube perforation ('perforation') and pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and uterine dilation and curettage. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, ovarian cyst, postpartum depression and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), migraine ("migraines"), abdominal pain lower ("lower abdomen pain"), flatulence ("gas pain in shoulder") and gastrointestinal motility disorder ("not being able to have bowel movement") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils, lysis of adhesions, hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pelvic pain, genital haemorrhage, fatigue, abdominal distension, alopecia, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, constipation, migraine, abdominal pain lower, flatulence and gastrointestinal motility disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flatulence, gastrointestinal motility disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: no injuries or symptoms were decreased or resolved following essure removal. Current weight: 163 lbs. The 1st essure coil was placed on the left, standard procedure was used for placing the coil; however, did have a significantly difficult time visualizing the gold band when deploying the device. Right side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- new event perforation was added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they were unable to find where one of the coils had broken off/ one of the coils had moved or was broken.'), device dislocation ('migration of essure device/ one of the coils had moved'), fallopian tube perforation ('perforation') and pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. C06520) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and uterine dilation and curettage. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, ovarian cyst, postpartum depression and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding (general), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), migraine ("migraines"), abdominal pain lower ("lower abdomen pain"), flatulence ("gas pain in shoulder") and gastrointestinal motility disorder ("not being able to have bowel movement") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils, lysis of adhesions, hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, pelvic pain, genital hemorrhage, fatigue, abdominal distension, alopecia, weight increased, vaginal hemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, constipation, migraine, abdominal pain lower, flatulence and gastrointestinal motility disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flatulence, gastrointestinal motility disorder, genital hemorrhage, menorrhagia, migraine, pelvic pain, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: no injuries or symptoms were decreased or resolved following essure removal. Current weight: 163 lbs. The 1st essure coil was placed on the left, standard procedure was used for placing the coil; however, did have a significantly difficult time visualizing the gold band when deploying the device. Right side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Batch no c06520. Production date 2013-12-27. Expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('they were unable to find where one of the coils had broken off/ one of the coils had moved or was broken.'), device dislocation ('migration of essure device/ one of the coils had moved') and pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. C06520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and uterine dilation and curettage. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, ovarian cyst, postpartum depression and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), constipation ("constipation"), migraine ("migraines"), abdominal pain lower ("lower abdomen pain"), flatulence ("gas pain in shoulder") and gastrointestinal motility disorder ("not being able to have bowel movement") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils, lysis of adhesions, hysteroscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, fatigue, abdominal distension, alopecia, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, constipation, migraine, abdominal pain lower, flatulence and gastrointestinal motility disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, constipation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, flatulence, gastrointestinal motility disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: no injuries or symptoms were decreased or resolved following essure removal. Current weight: 163 lbs. The 1st essure coil was placed on the left, standard procedure was used for placing the coil; however, did have a significantly difficult time visualizing the gold band when deploying the device. Right side- 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events 'not being able to have bowel movement' and 'gas pain in shoulder' were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, abdominal distension, alopecia and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, fatigue, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.